Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator had a premature discharge of battery and a charging problem. No intervention was performed. The patient was in stable condition.